Event description:
A baxter field service rep returned an infusion pump with a failure code. This report was noted during service. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury, but no additional info was available. Additional contact info was requested but no additional contact was identified.